Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while trying to initiate therapy on patient and the arctic sun device keeps alerting low flow water flow rate (wfr) was 0 l/m, 4 pads connected. In hypothermia patient temperature (pt) was 36.1c, targeted temperature (tt) was 36c, water temperature (wt) was 19.8c. Had them stop therapy and empty pads, empty pads not complete alert received. Disconnected and reconnected pads, restarted therapy and device primed to 0 l/m. Had them stop therapy and empty pads, received empty pads not complete alert again. Placed device in manual control at 10c with no pads. Outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.2c, inlet temperature (t3) was 15.7c, chiller temperature (t4) was 11.2c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7.1, circulation pump command (cpc) was 33 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 1161.6, pump hours were 990.8. Added back all 4 pads and in manual control outlet monitor temperature (t1) was 8.6c, outlet control temperature (t2) was 8.3c, inlet temperature (t3) was 9.6c, chiller temperature (t4) was 7c, water flow rate (wfr) was 0.2 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 17 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0. Device then alerted 41 low internal flow. Advised to swap out devices and send to biomed for evaluation labeled 41. Called back a few hours later stating that they were still having the pressure transducer issue requested a quote for depot repair. During functional check it was determined that the device pressure transducer was having issues reading -3.4 when fluid delivery line (fdl) removed. They will remove the transducer and clean it to clear any potential clogs. They will call back if after cleaning the transducer still displays a negative pressure while the fluid delivery line (fdl) was removed. It was updated on 20may2023, that the biomed stated they were speaking with them earlier to troubleshoot the arctic sun device, biomed asking to be transferred to them if possible. It was reported that the biomed performed preventive maintenance and getting and noted the inlet pressure (ip) was out of specification on all ports with shunt tube attached. Per follow up information received via phone on 23may2024, it was reported that they were sending the device in for evaluation.

Event description:
It was reported that while trying to initiate therapy on patient and the arctic sun device keeps alerting low flow water flow rate (wfr) was 0 l/m, 4 pads connected. In hypothermia patient temperature (pt) was 36.1c, targeted temperature (tt) was 36c, water temperature (wt) was 19.8c. Had them stop therapy and empty pads, empty pads not complete alert received. Disconnected and reconnected pads, restarted therapy and device primed to 0 l/m. Had them stop therapy and empty pads, received empty pads not complete alert again. Placed device in manual control at 10c with no pads. Outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.2c, inlet temperature (t3) was 15.7c, chiller temperature (t4) was 11.2c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7.1, circulation pump command (cpc) was 33 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 1161.6, pump hours were 990.8. Added back all 4 pads and in manual control outlet monitor temperature (t1) was 8.6c, outlet control temperature (t2) was 8.3c, inlet temperature (t3) was 9.6c, chiller temperature (t4) was 7c, water flow rate (wfr) was 0.2 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 17 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0. Device then alerted 41 low internal flow. Advised to swap out devices and send to biomed for evaluation labeled 41. Called back a few hours later stating that they were still having the pressure transducer issue requested a quote for depot repair. During functional check it was determined that the device pressure transducer was having issues reading -3.4 when fluid delivery line (fdl) removed. They will remove the transducer and clean it to clear any potential clogs. They will call back if after cleaning the transducer still displays a negative pressure while the fluid delivery line (fdl) was removed. It was updated on 20may2023, that the biomed stated they were speaking with them earlier to troubleshoot the arctic sun device, biomed asking to be transferred to them if possible. It was reported that the biomed performed preventive maintenance and getting and noted the inlet pressure (ip) was out of specification on all ports with shunt tube attached. Per follow up information received via phone on 23may2024, it was reported that they were sending the device in for evaluation.

Manufacturer narrative:
The device was returned and evaluated upon receipt. The reported issue was confirmed. The root cause of the reported issue is an incorrectly set manifold screw. Data confirms alert 41. Initial start and several starts, ip reads 0.0 psi. Observed adjustment screw on I/o manifold was screwed all the way in. Adjusted manifold set screw. Could not duplicate false negatives. Preventively replaced pressure transducer. The arctic sun stat passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product, stating: "the arctic sun¿ stat temperature management system is designed and built to have a high degree of reliability; however, failures can occur. Use the troubleshooting methods in chapter 7 or consult with bd technical support to determine the root cause component for the failure. Once this root cause component for the failure has been determined, follow the appropriate procedure for removal and replacement of the component. A list of spare parts and accessories is located in appendix d. In general, reverse the order of removal to install a replacement component. Please note any special instructions to the contrary. All images are for reference only. Some images may appear slightly different than the device/screen." Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.